Event description:
It has been reported that the wireless footswitch was defective. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The information identified during the investigation established that the wireless footswitch (wfs) was considered defective as it was unable to charge. A philips field service engineer (fse) inspected the system on site and concluded that the wfs was not working due to an issue with the battery. The fse replaced the wfs and the wireless base station. After the replacement of both parts, the system was returned to use in good working order. The wfs was returned for analysis which concluded that the charge circuit contained a defect which prevented the wfs from charging which was the cause of the issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. There was no report of harm to the patient.